Manufacturer narrative:
This report contains supplemental information for previously-submitted asr reference number (B)(4). Device evaluation summary: during evaluation of the device it was observed there was a tear located in the union between patch and shell measuring approximately 0.5 cm. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Deflation, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for previously-submitted asr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 300cc mentor siltex round moderate profile saline breast implant that deflated postoperatively. As a result, the patient underwent bilateral removal and replacement with unspecified devices on (B)(6) 2017.